Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that when driving the robot to the extended position, no movement was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be insufficient workmanship during configuration of the system. The cse failed to enter the correct geometric values regarding the movement safety zones of the system. To safely operate a robot it is necessary to define movement boundaries. In order to achieve this, geometrical measurements have to be performed on site. Such measurements are stored under "geometry adjustment" and "room configuration" within the system. The stored data is used by the stand control unit (scu) which interprets the user actions and issues the movement commands for the robot. Additionally, on the robot it has defined mechanical movement limits. These limits are monitored by the saferdw (resolver digital wandler/converter). The robot movement will be prohibited as soon as one of the programmed boundaries is reached within a defined safety margin. If the configuration of "geometry adjustment" and "room configuration" is not consistent with the movement limits of the robot itself, it can occur that the movement room allowed by the scu is overlapping the movement room defined by the saferdw. If any movement towards the overlap region is initiated by the user and the robot moves beyond the saferdw limits, the robots safety circuit is open to avoid damage on the robot. In such cases all robot movements are stopped immediately and the robot will not react to an scu movement request anymore. The message "limited stand / table movement - call service" is displayed to the user. Table movements as well as sid movements of the flat panel detector are still possible. There is no workflow for the user to recover the system from this situation. The service engineer moved the robot arm out of the forbidden zone using the kuka smartpad (service tool) and corrected the geometrical configuration data. Afterwards the system was fully functional. No further corrective action is planned as no systematic issue could be identified in the field.